Event description:
Customer reports performing back to back tests on the advantage system with results of 225mg/dl and 85mg/dl. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.